Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, its machine was shutting off. The customer reported issue occurred either during refilling or middle of pulling medication. There were no adverse events or injuries reported based on this event

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, its machine was shutting off. The customer reported issue occurred either during refilling or middle of pulling medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-may-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system was shutting off - randomly shut off. A field service engineer confirmed customer reported two instances of station ac power loss while accessing tylenol 325 mg from the same pocket over consecutive days. Inspection revealed multiple alcohol wipes lodged between row board and module controller board contacts at both front and rear of the station. Medication was also found on row board contacts across several drawers. After successfully removing the wipes and medication, all power supply connections were checked and found to be functioning properly. The likely cause of the issue was alcohol wipes triggering the power supply protection mechanism. The system functioned as intended after the field service engineer repaired the device.